Manufacturer narrative:
An event regarding crack/fracture involving a specialty cutting block was reported. The event was confirmed. The device was broken in the middle into two pieces. Scratches and dents were observed throughout the device. Emination of the returned device with material analysis engineer noted that fracture due to over load condition no medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. A visual inspection of the returned device confirmed the event as it was observed that the device was broken in the middle into two pieces. Scratches and dents were observed throughout the device. Examination of the returned device with material analysis engineer noted that fracture due to over load condition. A surgical delay of 5 minutes was also reported. Product surveillance will continue to monitor for trends.

Event description:
Scorpio nrg cutting 4 in 1 block size 9 broken at insertion. Surgeon hit it with a mallet to position it in the distal femur cut. Spare set was present at the hospital and used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Scorpio nrg cutting 4 in 1 block size 9 broken at insertion. Surgeon hit it with a mallet to position it in the distal femur cut. Spare set was present at the hospital and used.